Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was entrapped within the snare and detached from the pusher assembly and unraveled, and the stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned devices revealed the embolization coil was detached from the pusher assembly and unraveled, and the sr wire was fractured. Fracture of the sr wire typically occurs due to forceful retraction of the pc400 against resistance, and will allow the embolization coil to detach and unravel. The embolization coil may have become further damaged during retrieval via the snare. Further evaluation revealed a 0.025¿ mandrel could be advanced through the px slim without issue. The px slim had no visible damage. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using penumbra coils 400 (pc400¿s). During the procedure, the physician successfully deployed and detached a pc400 in the target vessel using a px slim delivery microcatheter (px slim). The physician then advanced another pc400 in the target vessel using the same px slim; however, while manipulating the px slim and the pc400 in the patient¿s body, the physician noticed under fluoroscopy that the pc400 appeared to be lengthened. It was confirmed that the pc400 became unraveled in the patient¿s body; therefore, the physician used a snare device to grab the px slim and remove the unraveled pc400. The physician then took an angiography which revealed that the blood flow had decreased; therefore, the procedure was completed at this point. It should be noted that the physician did not used a rotating hemostasis valve (rhv) and did not maintain continuous flush throughout the procedure; however, manual flush was performed after each coil insertion. There was no report of an adverse effect to the patient.